Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the stylus assembly was damaged. (B)(4).

Event description:
It was reported that when the stylus touched the screen, there was no reaction from the programmer. The event occurred during setup. The programmer was returned for servicing. There was no patient involvement.

Event description:
It was reported that when the stylus touched the screen there was no reaction from the programmer. The event occurred during setup. The programmer status is unknown. There was no patient involvement.